Event description:
It was reported that during da vinci procedure, the surgical staff encountered intermittent communication error codes 23 and 40 on the system. An error code 23 indicates a node reported a hardware fault in the wheel communication. An error code 40 indicates a node reported a hardware fault on a gbcomm communication channel. There was no communication between the surgeon side cart (ssc) and the vision side cart (vsc) and the surgeon was unable to proceed using the da vinci surgical system. Due to the reported issue, the surgeon converted the procedure to an open procedure. On that same day, an intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site and determined that the cause of the reported issue involved one of the two optical transceivers in the ssc. Both optical transceivers were tested during troubleshooting and it was discovered that only one side caused the communication problem. The fse replaced the internal optical transceiver to correct the communication errors. The system was then tested and verified as ready for use. On (B)(4) 2014, isi obtained additional information from the distributor regarding this complaint: ports were already placed on the patient. The surgeon made the decision to convert the procedure to an open procedure prior to docking the da vinci surgical system to the patient. The surgeon made the decision to convert the procedure since there was a red light on the surgeon console communication connection. The surgeon was unable to use the surgeon console due to this issue. It is unknown at this time how the patient tolerated the open procedure.

Manufacturer narrative:
The optical transceiver has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: due to the reported system error code issues, the surgeon made the decision to convert the procedure to an open procedure.